Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings:a review of the pump histories indicated that the last basal delivery was on (B)(4) 2014 at 8:36pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 50mg/dl with shaking, confusion, and cognitive impairment. The patient reportedly required assistance of a third party to treat the low bg. The patient reportedly remained on the pump. No additional details were providing and troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.